Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: photo analysis: a picture was returned for evaluation. Upon visual analysis of the picture received. It was observed an opened folder with a double armed product and one of the two needles was detached from suture. The product code for this complaint should be w8400. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance., sample analysis: visual analysis of the returned sample revealed that one sample, of product code w8400 was received tfor evaluation. The product code is double armed. After investigation of the sample, short insertion was observed in the strand. The visual inspection concluded that the combination of the needle/suture was found detached since the insertion end of the suture did not meet the requirement. The pull-out has been correlated to the manufacturing process. This defect is caused because the suture was not properly inserted inside of the needle barrel hole resulting in a pull-out defect. Based on the information currently available, the pull-out was identified during the investigation of the sample received. This product issue will be addressed through quality system. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a gastric procedure on (B)(6) 2021 and suture was used. Before use on patient, it was reported that the problem of pulling off suture needle had happened in the newly dispensed suture when it was opened to prepare for gastric cancer surgery. Another like device was used to complete the surgery. After investigation of the sample, short insertion was observed in the strand. The visual inspection concluded that the combination of the needle/suture was found detached since the insertion end of the suture did not meet the requirement. There were no patient consequences reported. No additional information was provided.